Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported getting no delivery alarms. Troubleshooting was performed. The customer rotates sites, avoids scar tissue, and use the serter device properly. The cannula was not bent or kinked. During the call, the customer stated that she was hospitalized due to ketones and high blood glucose over 600mg/dl. The events leading to her admission was ear infection, seizure, and being in a diabetic coma. Troubleshooting was declined as the insulin pump was already replaced. No further info was provided.